Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 58 mg/dl compared to readings of 320 mg/dl respectively obtained on a competitor device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event code 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Cntr_pot_low in the otp (one time programmable memory) event log is an indication that returned sensor was terminated due to low counter potential voltage. Functionality test will be performed to determine if the sensor is fully functional and have any counter voltage issues. An extended investigation had been performed. A visual inspection was conducted using digital microscope (eq5021). No visual abnormalizes were observed with the returned puck. The sensor initial data (log) was reviewed and observed that the sensor was in state 8 with event log 9/11/224/227, this is an indication that the sensor had terminated due to an error recognized by the sensor. This was part of the software design and it's not an indication of product non-conformance. Cntr_pot errors were present. Therefore, further functionality test will be performed on the sensor to verify if the sensor is functioning as intended. Smu test was conducted using fr4 fixture to evaluate the functionality of the returned puck. The battery on the returned sensor was measured and within specification. The electrical current measurements were within specification. The temperature test results revealed that the temperature is within specification, confirming the proper functionality of the puck's thermistor, indicating that the thermistor is fully functional. Poise voltage test was conducted, and the results were within specification. This indicated no problems with the electrical signal lines critical to the glucose reading process. Smu test passed with no cntr_pot errors in the observed data logs during the test. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 58 mg/dl compared to readings of 320 mg/dl respectively obtained on a competitor device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 1 day. There was no report of death, serious injury, or mistreatment associated with this event.